Event description:
The type of this complaint: the femoral component in question which was implanted to the patient was not the one the doctor planned. During surgery on (B)(6), the surgeon performed bone cutting and a component trial to insert a femoral component cs size 4, but implanted tc3 size 4 by mistake. Before opening the package, the surgeon and nurse(s) checked the product, but anyone did not notice until checking implants after the surgery. The surgeon reported that its anterior part floated a little so cement was added. Also it was inserted in bent position. The surgery was completed with a 60-minute delay.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.